Manufacturer narrative:
The reason for this revision surgery was the patient had pain and limited range of motion due to heterotypic ossification in the hip; the surgeon also adjusted the leg length while he was in. The length of in vivo service was 1.5 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported the patient/hospital kept the device; it was not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; this is the first complaint against this lot number. This event is deemed as non-product related. This event and revision surgery is the result of a patient having heterotypic ossification. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - surgeon advised patient had pain and limited range of motion due to heterotypic ossification (ho) in the hip. Surgeon went in to remove ho and changed out to a longer one to adjust leg length while he was in.

Manufacturer narrative:
Patient/hosptial kept implant.